Event description:
It was reported that the patient received ventilator-assisted respiration to improve oxygenation due to a lung infection and type I respiratory failure. Reportingly, the patient¿s condition deteriorated, and his lips became cyanotic. It was found that the dräger ventilator was faulty. The ventilator was replaced, and the patient could be stabilised by manual ventilation. No health consequences for the patient reported.

Manufacturer narrative:
The local dräger s&s organization was not involved by the user facility in examination of the device and potential repair measures. Hence, evaluation and assessment of this case had to be done on the base of the initial description since no further information were provided. The given information does not allow a case-specific evaluation. The reported device failure can neither be confirmed nor denied. Even if being product-related, the root cause is not necessarily related to the ventilator itself. Reportingly, the device delivered a low tidal volume of 150ml which could also have been caused by an obstruction in the breathing circuit outside the device or in the upper airways of the patient itself. As reported, the patient had already a respiratory condition before the ventilation was started. The device was in operation for 7 years now; status of preventive maintenance and repair is not known to dräger. Finally, the root cause for the reported event cannot be determined due to lack of information. The savina monitors the state and proper function of the device. In case a deviation or internal failure would be detected, the user would be alerted to this condition by an audible alarm and a visual message would be posted in the display. Ventilation relevant parameters would be alarmed according to the set alarm limits. The device has reportedly posted an alarm and has thus responded to a deviation of unknown origin as designed. All alarms, potential root causes and dedicated remedies are listed in the instruction for use. H3 other text : device not available for investigation.